Manufacturer narrative:
(B)(6). Reported issues of stent difficult to remove and tissue overgrowth of stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Tumor overgrowth around ends of stent is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx fully covered stent was implanted within the common bile duct (cbd) of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a short, benign stricture within the mid cbd post laparoscopic cholecystectomy. The cbd and intrahepatic ducts were dilated prior to the stent placement. The patient's anatomy was reported to not be tortuous. No visible issues were noted to the device. On (B)(6) 2012, the stent was implanted with no reported issues. However, on (B)(6) 2013, the physician attempted to remove the stent but it was unsuccessful. It was reported that the stent was not occluded; its patency appeared to be fine, but there was tissue overgrowth at the proximal intrahepatic end of the stent. In addition, the patient¿s lab values and sonography indicated that she was experiencing mild cholestasis due to this event. A direct cholangioscopy with argon-plasma coagulation (apc) was performed on the benign tissue overgrowth at the proximal intrahepatic end of the stent. Following apc, the stent was able to be removed. The patient is reported to be doing fine, with no clinical complaints.